Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the pump time and date were incorrect, cause was unknown. Customer's blood glucose was approximately 100 mg/dl. In addition, it was reported that the customer experienced an elevated blood glucose (bg) level of 280 mg/dl with high ketone levels; cause was not known. A correction bolus via the pump was delivered to address bg. The customer reverted to manual injections for insulin therapy.